Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (monopolar port 3/4 c-30 errors) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is in decent condition. The grey bezel has a small scratch at bottom. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar energy function of the integrated electro surgical unit (iesu) generator was not working. The technical service engineer (tse) reviewed the system logs but found no related errors. The customer confirmed that the bipolar energy was properly working. The customer stated that they would continue with the bipolar energy. The procedure was completed with no reported injury.